Event description:
Healthcare professional reported, "replacement, due to prosthesis ruptured. For right side". This is for the right side device. The device has been explanted.

Manufacturer narrative:
E1: (phone no.): (B)(6) photo analysis: device photograph(s) for the device related to the reported event of rupture was requested on feb 08, 2024. Visual analysis of the photographs identified: rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required ,since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as unidentified (tear). Shell thickness was within specification). As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, b5, d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted and replaced.

Event description:
Healthcare professional reported "replacement due to prosthesis ruptured for right side." This is for the right side device. The device has been explanted.